Manufacturer narrative:
If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.